Event description:
The consumer was traveling with the unit when it allegedly stopped working on the airplane. The consumer requested oxygen from the airline, but they refused to give him any oxygen. The consumer was allegedly in the hospital for a month.

Manufacturer narrative:
RMA (B)(4) was initiated for this event. Model number tpo100b serial number/date code (B)(4) is approximately 2 years and 4 months of age. The user manual part number 1156872 rev c was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer allegedly suffers from copd, a recent heart attack, and is in kidney failure. The consumer's stability and medication regimen are unknown. The consumer is (B)(6) years, approximately (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer allegedly rented the unit from the dealer. He uses stationary oxygen normally, but rented the portable for the trip. On his way to the airport, he realized that the unit signaled for an alternative power source. He went up to the concourse and charged the battery to 100%. The consumer is on continuous flow at 2lpm with no activity. He has to increase the flow to 3.5lpm when active. The consumer alleges that when he board the plane and increased to 3.5lpm, the consumer was on the unit for approximately 30 minutes and the unit allegedly started to decrease in the amount of oxygen being supplied. The consumer alleges that the unit stopped working at 42,000 feet. The consumer allegedly requested oxygen from the airline and the airline denied his request. The consumer alleges that he was with limited oxygen for the remainder of the flight. Upon landing, the consumer alleges that he was hemorrhaging from the nose and mouth. The consumer alleges that he was admitted to the hospital and was there for 8 weeks. The consumer allegedly continued to use the unit as it was working with a standard power source, and that the battery would only last for 30 minutes at a time if the power source was a battery only. Once the consumer returned home, he allegedly returned the unit and advised the dealer that there was something wrong with the unit.